Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A 3.00 mm x 15 mm emerge¿ balloon catheter was advanced for pre-dilatation. First inflation was performed at 10 atmospheres for 15 seconds. However, during the second inflation at 11 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a cutting balloon. No patient complications were reported.